Event description:
During a follow-up, post surgery appointment, patient explained he was having an increase of pain. X-rays showed failed implants from the implant surgery -- the set screws were dislodged from the pedicle screws, except the right s1 screw and the rods had come out of the pedicle screw tulips. Patient had a second surgery to remove failed implants and place new ones.